Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured before the device was used on the patient. There was no reported patient injury. The deployer was mynx certified. A 5f unknown sheath was used. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved using another mynx device with success. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product was not returned for analysis. A product history record (phr) review of lot f2018803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured before the device was used on patient. There was no reported patient injury. The deployer was mynx certified. A 5f unknown sheath was used. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved using another mynx device with success. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The device will be returned for evaluation.